Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for shaft separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and no calcification in the left anterior descending artery. During advancement to the target lesion, the rx trek balloon catheter proximal shaft separated. There was no resistance noted during advancement or removal. Another balloon catheter was used to finish the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.